Event description:
Information received a smiths medical implantable ports deltec port-a-cath ii ports required intervention of surgical removal. Reported two months after the port was installed, the patient felt swelling. The doctor took out the port, and found that there were cracks around the catheter. Photo attached.